Event description:
This pt was undergoing a coronary artery bypass graft procedure. The endocoronary sinus catheter was placed without difficulty. Approx 30 minutes later during harvesting of the left internal mammary artery, it was noted that the coronary sinus pressure tracing showed ventricularization of pressure. The balloon had been left inflated following endo coronary sinus catheter placement. When the balloon was deflated, the pt became hypotensive. A sternotomy was performed. The pt developed ventricular fibrillation during sternotomy and required manual cardiac massage. The pericardium was found to be filled with dark blood. The pericardium was drained and cardiopulmonary bypass established. The coronary arteries were successfully grafted. The pt was successfully weaned from cardiopulmonary bypass. After administration of protamine, a careful exploration was conducted to determine the source of bleeding into the pericardium. No bleeding source could be indentified. The pt developed multi-system failure postoperatively, and had a prolonged hospitalization.